Event description:
An adult pt coded and expired during or after an in-patient hemodialysis treatment on (B)(6) 2011. Per (B)(4), following an adverse event, or an event within 24 hours of completion of a dialysis treatment, the MFR is contacted for an inspection of the dialysis machine, prior to its return to clinical use. Per (B)(4) no further pt, treatment or device info will be provided. The dialysis machine was inspected by (B)(4) who found it to be functioning correctly and within MFR's specs. He authorized the return of the machine to clinical use. The cartridge blood set, bicart and revaclear dialyzer were not available for investigation.

Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and lot number could not be provided by facility.